Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received indicated that the lead were explanted and replaced when device reached eol.

Event description:
It was reported that externalized conductors were noted via fluoroscopy. No electrical anomalies were detected. The lead remains implanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.